Event description:
Caller reported a cartridge alarm 20 issue with their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as levels did not exceed 500 mg/dl. Customer support assisted the caller in attempting to load a new cartridge, but the alarm recurred, indicating the need for a pump replacement. Customer support arranged to send a replacement pump with updated software and instructed the caller on steps to return the faulty pump. The caller did not have backup insulin therapy available and planned to consult their healthcare provider.